Manufacturer narrative:
Of the 25 allegations of a malfunction, 18 pumps were returned to animas and investigated. Of the investigated pumps, 15 were found to be malfunctioning due to battery compartment cracks and stripped battery compartments.

Event description:
This report summarizes <noe> 25</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life w/damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-74 years of age and between 115 and 320 pounds. Of the reported patients, 10 were male, 15 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #2 date of submission 07/27/2016 - device evaluation: in q2 2016 5 pumps were returned and investigated. There were 4 instances of battery life with damage found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow up #1 06/15/2016: of the 25 allegations of a malfunction, 18 pumps were returned to animas and investigated. Of the investigated pumps, 15 were found to be malfunctioning due to battery compartment cracks and stripped battery compartments. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 25 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life w/damage issue. These reports were received from various sources. The patients associated with this allegation ranged from 10-74 years of age and between 115 and 320 pounds. Of the reported patients, 10 were male, 15 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #3 26-apr-2018 device evaluation: in q1 2018, there was 1 instance of battery life w/damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.